Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that significant bleeding occurred during an upgrade procedure from implantable cardioverter defibrillator (ICD) to cardiac resynchronization therapy defibrillator (crt-d). Hemostasis was initially assured; however, significant bleeding ensued. Quite a bit of time was required to achieve hemostasis again. A new, deeper pocket was created as the patient's skin was noted to be very thin. The procedure was noted to be complex due to the hemostasis issues which required opening of the pocket two times. Only ecchymosis was noted the following day with no bleeding. The crt-d remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.